Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2023-01571. It was reported that the patient's lead had high impedances and that their ipg had reached end of life. Surgical intervention occurred on (B)(6) 2023 during which the system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.